Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure for three sizes of tumors (s5: 118 mm, s7: 115 mm, and hcc:117 mm), a pt burn occurred at the needle insertion site. At the start of the second ablation, the pt complained of pain. It was then noticed that the insulation coating on the needle was peeled off. The burn degree is unk. Type of treatment, if any, is unk.